Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was fractured. The rv lead was initially capped/replaced and explanted approximately fifteen months later. During the explant of the lead, it was reported that the helix would not retract, and the rv lead was extracted by amputating the pin. No patient complications have been reported as a result of this event.